Manufacturer narrative:
The customer reported that two ed beds could not be seen at the central nurse's station (cns). All they were seeing was two empty tiles where you would expect to see the beds. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contains no information (ni), as attempts to obtain information were made, but the information was not provided. D10 concomitant medical device.

Event description:
The customer reported that two ed beds could not be seen at the central nurse's station (cns). All they were seeing was two empty tiles where you would expect to see the beds. No patient harm was reported.

Event description:
The customer reported that two ed beds could not be seen at the central nurse's station (cns). All they were seeing was two empty tiles where you would expect to see the beds. No patient harm was reported.

Manufacturer narrative:
Details of the complaint: the customer reported that two ed beds could not be seen at the central nurse's station (cns). All they were seeing was two empty tiles where you would expect to see the beds. No patient harm was reported. Investigation conclusion: the customer did not respond to follow up attempts. As the reported device was not returned for evaluation, the reported issue could not be duplicated nor confirmed. As such, root cause cannot be determined. A serial number review of the reported device does not reveal additional related complaints. Complaint history review of the customer's account does not reveal similar complaints for the reported device. This issue will be tracked for future occurrences. The following fields contains no information (ni), as attempts to obtain information were made, but the information was not provided. D10 concomitant medical device attempt #1 11/04/2024 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 11/06/2024 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 11/08/2024 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.